Manufacturer narrative:
Patient city: (B)(6). Patient country: sweden. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient experienced infusion set leakage at the stomach insertion site on (B)(6) 2026. The infusion set had been in use for one day, and the patient replaced the infusion set. No further information available.